Event description:
It was reported the pt has been without stimulation for over a year and has not charged for several months. It was also reported he is unable to establish communication between his scs ipg and external devices (error code 2501 on pt programmer). Surgical intervention is undecided at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.